Event description:
As reported, on (B)(6) 2022, the patient developed epidural hematoma post surgery using the bard/davol arista ah. It is unknown whether the residual material was removed through irrigation or other method. It was also reported that the arista ah was naturally absorbed and the patient's symptoms recovered.

Manufacturer narrative:
Based on the information provided, no conclusion can be made. It was reported that the product was naturally absorbed and the patient's symptoms recovered. Hematoma is a known inherent risk of surgery and is listed as identified in the adverse reactions section of the instructions-for-use, supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.